Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that medication scanner was not scanning. A field service engineer reset barcode scanner and tested ok. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that pyxis medstation es system medication scanner was not scanning. The customer reported that they utilized the another station to obtain their medication. There were no adverse events or injuries reported based on this event.